Event description:
On (B)(6) 2014, the reporter contacted animas alleging a loss of prime issue. The reporter stated that recurrent loss of prime warnings had been occurring. Reportedly, the patient ran while wearing the pump; however loss of prime occurred when sitting at work or at home. The reporter stated that the cartridge cap was tight, there was no exposure to drastic changes in temperature, no power loss and the patient had been cycling the cartridge every time and using room temperature insulin to fill the cartridge. There was no adverse event associated with this complaint. This complaint is being reported because the issue remained unresolved at the time of trouble shooting.

Manufacturer narrative:
The cartridge has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.